Event description:
On (B)(6) I had the essure procedure done, my dr assured me this was a safe, easy, effective permanent birth control with no side effects. After my follow-up appointment to ensure that the tubes were fully blocked I was told it was safe to get off my birth control. I suffered from severe bleeding and cramps for 14 months straight. I went back to my dr multiple times, at one point they even put in a mirena iud to control the bleeding which did not help. Along with the severe bleeding and cramps in that 14 months I had huge blood clots, constant bloating and stomach pain, weight gain, depression and absolute loss of sexual drive which ruined my marriage. Finally after 14 months I went to a specialist because my dr was unable to control my blood loss and I was forced into a hysterectomy at the age of (B)(6), that was the only cure for the bleeding. However a hysterectomy cannot fix my depression, sex drive, or my marriage so I will never be the same after using this product! Please remove this product so that no more women have to endure this nightmare. Within the first 6 months I had to have an iud put in.